Event description:
During pacemaker battery change, there was difficulty removing the ventricular lead from the old battery. Per staff report, the lead set screw was thought to be stripped. Several tools and surgical lubricant were used without success. The lead tip was not able to be removed from the old battery and be attached to the new. As a result, a new ventricular lead was placed.